Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as the pump has not been used for insulin therapy. Customer continued to use manual injections for insulin therapy.